Manufacturer narrative:
The service rep conducted an investigation of the ac. He found the power on circuit presented a blown fuse and a power on breaker that would not engage. The service rep replaced the high voltage cable. He removed and replaced the transpanel and relay pcb. System operating within manufacturer specification.

Event description:
The customer reported, the system will not boot. No patient involvement or injury.